Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following complaint was classified based on info obtained from lifescan customer service. The lay user/pt contacted lifescan customer service in 2009, alleging that the control solution test, "133 mg/dl," was above the range (91-122 mg/dl) on her onetouch ultra2 meter. The reported issue first occurred "2 weeks ago." It was noted that the pt manages diabetes with insulin but it is unk if the pt made any adjustments to her diabetes care regimen as a result of the failed control solution test issue. The pt claimed she developed symptoms of "very low sugar" about 3 days prior at 9 pm; however, it is unk if she tested her blood glucose with the subject meter before the onset of the symptoms and while experiencing the symptoms. Two minutes after the onset of the symptoms, she administered self-treatment with food/drink. No other forms of treatment were reported. According to the troubleshooting performed with customer service, two control solution tests failed during the customer service call. Based on the provided info at this time, complaint is being reported because the pt allegedly developed "very low sugar" symptoms after the control solution test(s) failed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.